Event description:
After completion of rt & lt heart cath pt. Was transferred to holding area. Pt began to have labored breathing & drop in blood pressure. Unable to palpate peripheral pulses. Cardiologist inserted a 9.5 fr. 34cc balloon partially into the sheath & he noticed a leak of blood from the proximal portion of the balloon. A second cath. Was placed and was leaking also. Since co didn't have another in the size appropriate for the pt. He had to connect this one to the pump. Under fluoroscopy the balloon was only partially inflating. Initially the pump was augmenting some, but not optimally. Before transfer to another facility, the device was not augmenting at all. The check catheter alarm continued to go off every 5-15 min. At one point the alarm began to go off and would not reset. By refilling the balloon it still would not pump. The pt expired the next day 3/3/1998 at another facility.